Manufacturer narrative:
Quality-safety evaluation was received on 07-dec-2016. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding) and abdominal pain. She had surgery (hysterectomy) to remove the essure implant. The events are anticipated according to the reference safety information for essure. Genital bleeding and abdominal pain may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("aub") in an adult female patient who had essure (batch no. B09706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple sclerosis, asthma and blood pressure high. Previously administered products included for an unreported indication: nuvaring and mirena. Concurrent conditions included uti and polycystic ovaries. Concomitant products included amantadine, amlodipine, gabapentin, ibuprofen and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), the first episode of vaginal haemorrhage ("spotting"), coital bleeding ("bleeding with sex"), back pain ("back pain"), the second episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision"), alopecia ("hair loss") and scar ("scarring"). The patient was treated with surgery (aparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy) and surgery (aparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving and the genital haemorrhage, abdominal distension, coital bleeding, the last episode of vaginal haemorrhage, menorrhagia, dyspareunia, vision blurred, alopecia and scar outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, coital bleeding, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, scar, uterine haemorrhage, vision blurred, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: three, essure coil seen from left tubal ostium and zero coils from right tubal ostium post-placement. Entire endometrial cavity ablated under direct hysteroscopic visualization diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion transabdominal and transvaginal ultrasound of the pelvis was performed using grayscale imaging, spectral doppler and color doppler techniques. Concerning the injuries reported in this case, the following one were described in patient¿s via medical record confirming events pelvic pain, menorrhagia, back pain quality-safety evaluation of ptc: quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history, concurrent condition were added. Events uterine haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, vision blurred, alopecia and scar were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer on behalf of a female plaintiff of unspecified age in united states on 17-nov-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. As result of implantation with essure she suffered injuries, including: heavy bleeding, hysterectomy, pain, bloating, spotting, bleeding with sex and back and abdominal pain. She had surgery to remove the essure implant on (B)(6) 2016. Company causality comment: a female plaintiff of unspecified age had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding) and abdominal pain. She had surgery (hysterectomy) to remove the essure implant. The events are anticipated according to the reference safety information for essure. Genital bleeding and abdominal pain may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("heavy bleeding"), uterine haemorrhage ("aub") and multiple sclerosis ("autoimmune disorder type of disorder: ms") in an adult female patient who had essure (batch no. B09706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple sclerosis, asthma and blood pressure high. Previously administered products included for an unreported indication: nuvaring and mirena. Concurrent conditions included uti and polycystic ovaries. Concomitant products included amantadine, amlodipine, gabapentin, ibuprofen and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced vision blurred ("blurred vision") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), the first episode of vaginal haemorrhage ("spotting"), coital bleeding ("bleeding with sex"), back pain ("back pain"), the second episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), scar ("scarring"), mood swings ("hormonal changes describe: mood swings,"), irritability ("hot sweats irritable(event splitted for coding)"), hyperhidrosis ("hot sweat"), hot flush ("hot flush"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psychological or psychiatric condition: depressed,"), multiple sclerosis (seriousness criterion medically significant), urticaria ("rashes or skin conditions type: hives on arms and stomach,"), migraine ("migraines / headaches,"), headache ("migraines / headaches,"), glucose-6-phosphate dehydrogenase deficiency ("blood or heart disorder/condition type: g6p deficiencies before device,"), nausea ("nausea,"), tooth extraction ("dental problems-had teeth abstarcted"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue,") and weight increased ("weight gain"). The patient was treated with surgery (aparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy), and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the menorrhagia, genital haemorrhage, abdominal distension, coital bleeding, the last episode of vaginal haemorrhage, dyspareunia, vision blurred, alopecia, scar, mood swings, irritability, hyperhidrosis, hot flush, female sexual dysfunction, depression, multiple sclerosis, urticaria, migraine, headache, glucose-6-phosphate dehydrogenase deficiency, nausea, tooth extraction, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, glucose-6-phosphate dehydrogenase deficiency, headache, hot flush, hyperhidrosis, irritability, menorrhagia, migraine, mood swings, multiple sclerosis, nausea, pelvic pain, scar, tooth extraction, urticaria, uterine haemorrhage, vision blurred, weight increased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: three, essure coil seen from left tubal ostium and zero coils from right tubal ostium post-placement. Entire endometrial cavity ablated under direct hysteroscopic visualization. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: everything was placed. Transabdominal and transvaginal ultrasound of the pelvis was performed using grayscale imaging, spectral doppler and color doppler techniques. Concerning the injuries reported in this case, the following one were described in patient¿s via medical record confirming events pelvic pain, menorrhagia, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), genital haemorrhage ("heavy bleeding"), uterine haemorrhage ("aub") and multiple sclerosis ("autoimmune disorder type of disorder: ms") in an adult female patient who had essure (batch no. B09706) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple sclerosis, asthma and blood pressure high. Previously administered products included for an unreported indication: nuvaring and mirena. Concurrent conditions included uti and polycystic ovaries. Concomitant products included amantadine, amlodipine, gabapentin, ibuprofen and salbutamol (albuterol). On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced vision blurred ("blurred vision") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), the first episode of vaginal haemorrhage ("spotting"), coital bleeding ("bleeding with sex"), back pain ("back pain"), the second episode of vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), scar ("scarring"), mood swings ("hormonal changes describe: mood swings,"), irritability ("hot sweats irritable(event splitted for coding)"), hyperhidrosis ("hot sweat"), hot flush ("hot flush"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psychological or psychiatric condition: depressed,"), multiple sclerosis (seriousness criterion medically significant), urticaria ("rashes or skin conditions type: hives on arms and stomach,"), migraine ("migraines / headaches,"), headache ("migraines / headaches,"), glucose-6-phosphate dehydrogenase deficiency ("blood or heart disorder/condition type: g6p deficiencies before device,"), nausea ("nausea,"), tooth extraction ("dental problems-had teeth abstarcted"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue,") and weight increased ("weight gain"). The patient was treated with surgery (aparoscopic-assisted vaginal hysterectomy and bilateral salpingectomy), and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and back pain had resolved and the menorrhagia, genital haemorrhage, abdominal distension, coital bleeding, the last episode of vaginal haemorrhage, dyspareunia, vision blurred, alopecia, scar, mood swings, irritability, hyperhidrosis, hot flush, female sexual dysfunction, depression, multiple sclerosis, urticaria, migraine, headache, glucose-6-phosphate dehydrogenase deficiency, nausea, tooth extraction, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, glucose-6-phosphate dehydrogenase deficiency, headache, hot flush, hyperhidrosis, irritability, menorrhagia, migraine, mood swings, multiple sclerosis, nausea, pelvic pain, scar, tooth extraction, urticaria, uterine haemorrhage, vision blurred, weight increased, the first episode of vaginal haemorrhage and the second episode of vaginal haemorrhage to be related to essure. The reporter commented: three, essure coil seen from left tubal ostium and zero coils from right tubal ostium post-placement. Entire endometrial cavity ablated under direct hysteroscopic visualization. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: everything was placed transabdominal and transvaginal ultrasound of the pelvis was performed using grayscale imaging, spectral doppler and color doppler techniques. Concerning the injuries reported in this case, the following one were described in patient¿s via medical record confirming events pelvic pain, menorrhagia, back pain quality-safety evaluation of ptc: quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-jun-2018: plaintiff fact sheet and mr received, new reporter, concomitant medication, lab data new events hormonal changes describe: mood swings, hot sweats irritable, apareunia (inability to have sexual intercourse), autoimmune disorder type of disorder: ms, rashes or skin conditions type: hives on arms and stomach, hot flush, migraines / headaches, blood or heart disorder/condition type: g6p deficiencies before device, nausea, dental problems-teeth extraction, dysmenorrhea (cramping), fatigue and weight gain were added, event outcome updated.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.